Event description:
Clinical study. It was reported that 276 days after a coronary artery stenting procedure, the pt experienced in-stent restenosis and required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.75mm, 90% stenosed, 20.0mm long portion of the proximal left circumflex (prox lcx). The lesion was treated with direct placement of a 2.75x24mm study stent at 12 atm. Post-dilatation was performed with a 3.0x13mm balloon. Post-ivus was performed. The stent was successfully positioned and expanded. Post-procedural visual evaluation 0% stenosis. The pt was discharged the next day. At 276 days after the index procedure at the 9-month f/u evaluation, in-stent restenosis was confirmed. Pre-treatment visual evaluation of the proximal lcx was 75% stenosis, 2.5mm in diameter and 13mm in length. Pci was performed with pt improvement. Specific treatment is not known, however, post-treatment stenosis was 0%. The pt was discharged 2 days later on plavix and aspirin. In the opinion of the physician the relationship of the restenosis to the stent is related.

Manufacturer narrative:
A review of the manufacturing documentation for the batch number found that the device met its material, assembly and product specifications at the time of release to distribution. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. Taking into consideration the thorough evaluation conducted at the cis and the details of the complaint, this investigation will be assigned the most probable root cause classification of anticipated procedural complication.